Event description:
Consumer alleges because there is no padding in the gap between his armrests and the frame of the chair he tends to stratch his hands when using maneuvering in the chair. Consumer also alleges that when he is on the bus, the rattle makes the speed change on his chair, so when he goes to get off of the chair, it goes faster than he initially set it on.